Manufacturer narrative:
(B)(4). No complaint was received with the return of the device. Failure event observed during analysis. A partial lead was returned in three segments for analysis. External insulation abrasion breaching various lumen was noted at 9.0-9.6cm, 9.3-9.6cm, and 11.0-12.8cm from the distal tip, consistent with lead friction to another device or feature of the heart. Internal insulation abrasion was noted at 11.0-12.8cm from the distal tip. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.